Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the plate was cut while being removed during the revision procedure. Also, the screws did not separate from the plate itself. Rather, it was confirmed that the construct itself became loose at the screw-to-bone interface.

Event description:
It was reported that the construct loosened post-operatively. The patient was taken to the operating room on (B)(6) 2015 to have the device removed. There surgery was completed successfully with no reported delay. This report is 1 of 12 for (B)(4).

Manufacturer narrative:
(B)(6). Date of postoperative loosening is unknown, but occurred between (B)(6) 2015. Complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: plate initial evaluation ¿ initial assumption is that most of the damage to this plate occurred during removal; including a difficult screw or two. Break surface appears shiny with a minor burr, indicative of a cut and not a stress fracture. Plate was received with three screws locked within the mounting holes. Upon evaluation, only one screw could not be removed. The plate hole that retains the screw was noted to be ovalized in a vertical fashion. This screw was located closest to the cut in the plate. Hooks appear to be generally free of wire marks. Both end screw holes were used. Complete plate initial evaluation: noted elastic bands on hooks loading laterally. On one end of the plate, the elastic bands spanned three hooks, continuing the pattern for two consecutive leading hooks. The next hook was skipped entirely. The remaining four hooks were paired with elastic bands in a lateral fashion. Appeared to have damage / bending during removal that was localized in one area; between the four hooks that were paired with elastic bands in a lateral fashion. The actual contour of the initial install was evident at the end of the section where the elastic bands spanned three hooks. Both end screw holes were used. No information regarding patient bone quality or fracture was provided for this investigation. Also, limited information was provided regarding the initial procedure, the competitive product, why it was being replaced with synthes products, and patient nonconformance. After reviewing the returned parts, the plate and screws showed signs of generally correct usage with minor misuse (bending on one mounting hole). This minor misuse does not justify the complaint; in fact it would provide a reaction that is opposing the claim of loosening of the screw/plate joint. The screw/plate loosening could not be replicated during the investigation. This investigation is lacking details regarding how the products were implanted and the quality of the construct. Determining the disposition of this complaint from a design standpoint can be accurately described as ¿indeterminate¿ and not 'unconfirmed' for this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.